Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: when device fired, the jaws broke apart and several clips fell into patient along with a portion of the jaw. Clips were found and removed, but portion of jaw could not be recovered. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. An x-ray was not used to look for the missing piece.